Manufacturer narrative:
Additional information: as received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Interrogation of the device revealed it was in backup vvi mode and high voltage (hv) therapy was disabled. Further analysis indicated the device was in backup vvi mode due to a power on reset (por) that occurred on 8 july 2018. The por was caused by a depleted battery. The battery was depleted due to excess hv charges. All other functional testing of the device revealed no malfunctions. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
It was reported that the device would not work. The device was explanted and the patient received an external pacemaker. The patient was stable with no adverse consequences. Further information was requested but not available.